Event description:
In 2002, orthopedic surgeon performed orif (stainless steel screws and hardware) on right clavicle including dynagraft putty. About two weeks later the patient diagnosed with clavicular wound abscess/sterile abscess. The dynagraft product was not explant.